Event description:
Physician opened a sterile continuous epidural tray for use on ob pt and noticed there was a dead insect inside the sterile tray. He requested a new tray be opened of which he used. There was no adverse outcome. Tray is being returned to the MFR for eval and follow up.